Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A service technician was dispatched to the facility to investigate the device. The patient pump 2 and the distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error code associated to a patient pump malfunction during service. There was no report of patient injury.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is a defective pump electronics which led to a too high request of power during operation. This power overload likely damaged the distribution board.